Event description:
It was reported that the bd veritor ¿ sars-cov-2 & flu a+b resulted in a flu a false positive. This is a report of a single occurrence. No false results were reported to the clinician or patient. The following information was provided by the initial reporter: false positive flu a using ver 256088, lot: 1269759, exp: 11/17/22. Sn: (B)(4). Test conformation: pcr - negative pcr for flu a. Eua (B)(4).

Manufacturer narrative:
Eua (B)(4). Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1269759. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.